Event description:
It was reported by the patient that he experienced constant sharp pain midway up the back which turned into a thumping sensation at the base of the lumbar spine. The system was turned off and imaging was taken. Stimulation was left off for the lead that dropped in position and the other lead that was in place was reprogrammed which provided some relief to the knee. There was constant pain at the site where the fallen lead was sitting despite having turned the lead stimulation off. The patient stated this event took its toll on him physically and emotionally. The patient then underwent a revision procedure where the leads were replaced. No further information was able to be obtained regarding the device information or device location.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: n/I; model: n/I; serial: n/I; lot: n/I.